Event description:
As the customer stated: "the screwdriver tip was broken during surgical procedure".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.